Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this right ventricular (rv) lead was seen in the office for a routine device check in which a unipolar lead safety switch (lss) was observed. In the unipolar configuration the sensing, impedance and threshold measurements were all within normal ranges. It was determined that this rv lead exhibited pace impedance measurements of greater than 3,000 ohms in bipolar configuration, along with loss of capture (loc) at maximum output. Unipolar pacing configuration was programmed at that time. This patient was sent for a chest x ray in which a partial outer conductor fracture was confirmed. This patient underwent a revision procedure where this rv lead was surgically abandoned and replaced with a new rv lead, which remains in service. No additional adverse patient effects were reported.